Event description:
I bought a uv phototherapy lamp from amazon a few months ago. The item link is www. Amazon. Com/dp/b09lsc6wky. My skin was burned and got worse after applying this. Tried again yesterday to see if maybe it was just a fluke, burned even worse and irritated the skin more than it already was. My dermatologist says FDA restricts this psoriasis lamp to sell without the order of a physician. Its package also proves this. Its 510k number is k132643 which clearly shows that this is a prescription (rx) medical device. Why FDA allows this rx product sold on amazon? I think FDA must require to remove this item. FDA safety report ID# (B)(4).